Event description:
A surgeon reported that during surgery, a knife was found to be dull. The knife was exchanged and the surgery was completed. There was no harm to the patient.

Manufacturer narrative:
The device history record (DHR) for the lot was reviewed. Functional sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the company's acceptance criteria. One opened sample was returned. Evaluation of the sample showed the following results: the sample was examined using 10x magnification and found to have a damaged cutting edge. Damage to the cutting edge of the knife similar to that observed can result in perceived dullness of the knife like that reported by the customer. However, based on the information above it is unlikely that the damage occurred during the manufacturing process. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling by the customer, improper handling during shipping, or contact with another instrument on the instrument tray during procedure setup. The root cause cannot be determined. (B)(4).